Event description:
It was reported that the patient experienced a pocket infection and the patient presented in clinic for a follow up. Upon inspection, it was noted that the pocket was red and swollen. The physician suggested that the infection could have been a result of the generator change out procedure on (B)(6) 2021 but felt that it was a latent expression. The entire implantable cardioverter defibrillator system was explanted. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).